Manufacturer narrative:
E1- initial reporter city: (B)(6). Device evaluated by MFR: a pcb device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 10mm distal of the proximal markerband. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified a shaft kink approximately 170mm.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic vein. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the first inflation at 10 atmospheres for 60 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. There was no patient injury as a result of this event.

Manufacturer narrative:
E1- initial reporter city: (B)(6). E1: initial reported facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic vein. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the first inflation at 10 atmospheres for 60 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. There was no patient injury as a result of this event.